Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this repot only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of output anomaly was confirmed in the lab. Analysis reveals two of the devices hv output transistors were shorted. The device was tested during automated test system and met all test specs. It is believed to be caused by a damaged lead.

Event description:
It was reported that the pt received inappropriate therapy. Shocks were delivered then charging and delivery stopped due to output circuit damage. Low impedance was observed. System was explanted.